Event description:
The plaintiff's atty alleged that the decedent experienced cardiopulmonary arrest and expired the same day. It was further alleged that the event occurred due to the use of the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.